Event description:
It was reported that there was a "slice" on the heater line of seven (7) amia automated pd cycler sets. This was observed during an unspecified process steps of peritoneal dialysis (pd) therapy. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
B3/d10 therapy date: the events occurred on unspecified dates in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.